Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side deflation. Device remains implanted.

Event description:
Device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a fold creases, a wear abrasion, yellow particles in the inner shell and a curved opening. A leak test and microscopic analysis was performed which identified two sharp openings on the valve bold edge. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: two sharp openings on valve bold edge assessed as an unidentified (tear) opening.